Manufacturer narrative:
Both sets of electrode pads were returned to zoll medical canada; the customer's report was duplicated and the electrodes were scrapped. The customer was sent a replacement set of electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.